Event description:
The director of surgical services was pressing on coag and reported that he sustained a burn on his finger. He said that the switch burned a hole in his glove. Neosporin was applied. The burn was very minor. The hospital will not file a medwatch report.